Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). A 2.50mm x 20mm emerge balloon catheter was used to dilate the mid rca. However, during the first inflation, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a 2.5x15mm emerge balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Returned product consisted of emerge balloon catheter with no other devices. There was contrast in the inflation lumen. Magnified inspection identified three tears in the balloon material on the proximal end of the balloon. The tears appeared to be contributed by a sharp object such as a scalpel. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. No proximal weld damage was found on the proximal bond. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). A 2.50mm x 20mm emerge balloon catheter was used to dilate the mid rca. However, during the first inflation, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a 2.5x15mm emerge balloon catheter. No patient complications were reported and the patient's status was good.